Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was being revised due to impedances being below 100 ohms in the biploar. Impedances were greater than 500 ohms in the unipolar. The local sales representative mentioned that there were high thresholds and diaphragmatic stimulation. This ra lead has been surgically abandoned and a new lead was successfully placed. No adverse patient effects reported from this procedure.